Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4).review of the most recent repair record determined the motor speeds were unstable, the machined head, pin, and cable were damaged (no exposed metal wiring), the reciprocating arm, eccentric shaft, and screws were worn, the insulation was contaminated, the control bar was not in the correct position, and the device was out of calibration. The motor, machined head, pin, plug harness, reciprocating arm, eccentric shaft, screws, insulator, and bearings were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing.the root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use.the reported event is confirmed.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.e1 telephone number: (B)(6).g2 country: (B)(6).

Event description:
It was reported that during maintenance the device was found to have a damaged dermatome cable, contaminated insulation, worn reciprocation arm, damaged eccentric shaft, calibration error and a corroded motor. There was no patient involvement. During product evaluation was found that the motor speeds were unstable. Due diligence is complete and there is no additional information available.